Event description:
It was reported to philips that a connection could not be made between the adult preconnect defibrillator pads and the associated therapy cable.

Manufacturer narrative:
(B)(4). It was reported that a connection could not be made between the adult preconnect defibrillator pads and the associated therapy cable. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.